Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries were replaced as the reported issue could be replicated. Following the recurrence, the representative went to the site and found that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: pn: bi71000125, ln: unk, UDI: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the motion batteries of the imaging system were depleted as the status bar showed the batteries were at level six instead of level 9 when being disconnected from a known operational outlet. There was no patient present when this issue was identified. It was later reported that the issue recurred as the motion batteries displayed to be at eight bars.